Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The customer provided image confirms a fragment embedded in the bone. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of print specifications, found material certification required with each lot. Certification to include statement of origin of manufacture identification. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a left hip arthroscopy, the suture anchor introducer was found broken in the bone. Three lot numbers were provided (50621753, 50566979, 50608909) but it is unknown which one is the one that broke. The broken anchor guide piece identified in left hip. The implant was left in situ and no further complications were reported.